Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the rite (returned instrument test evaluation) failure. The external/internal inspection was performed and the device passed, along with all of the electrical testing. During the evaluation, the fluid was transferred outside of the rite specified limits showing that the device had failed, but it was said to be due to another (unrelated) alarm during testing. The device passed the manual volumetric accuracy test so the device was found to have met specifications for the rite functional test failure during the volumetric accuracy test. The direct cause for this rite failure could not be determined. The device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing for fluid volume accuracy. Device failed during evaluation, no patient involved. No additional information is available.